Event description:
A pump declared an alarm during insulin therapy, specifically alarm 20, while the customer was using it. There was no adverse impact on the customer's blood glucose level. Technical support assisted by guiding the customer to load a new cartridge using the proper technique, but the alarm persisted. As a corrective action, technical support decided to replace the pump, which was confirmed to be under warranty. The customer agreed to use multiple daily injections as a backup therapy. They were instructed to put the pump into storage mode and return it using a prepaid label within 10 days, and they confirmed understanding these instructions.